Event description:
It was reported the brk needle and introducer ((B) (4)) were used for a transseptal puncture. The needle tip was found detached from the needle shaft when removed from the pt's body. The needle was removed while the sheath and dilator were still inside the body. There were no reported consequences to the pt.

Manufacturer narrative:
One brk needle was received for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Visual inspection confirmed the brk needle tip was detached from the needle shaft. Dimensional inspection confirmed the needle shaft outer diameter (distal), needle tip length, needle tip outer diameter and needle tip inner diameter all met specification. A brk needle obtained from stock ((B) (4)) was also bent and broken at the same location in order to compare its morphology with the returned brk needle. Both brk needles had similar morphology. The returned brk needle shaft was also bent approximately 1" and 2.5" proximal to the needle tip breakage, indicating the brk needle may have been reshaped by the user which could have contributed to the needle tip detachment. There have been no similar complaints for this batch number, and is considered an isolated incident. The st. Jude medical instructions for use warns "do not alter this device in any way". (B) (4). (B) (4).